Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The right ventricular (rv) lead exhibited fracture, high undefined impedance and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.